Manufacturer narrative:
A (B)(4) technician arrived onsite to inspect the surgical light and confirmed that one of the plastic yoke covers detached from the surgical light arm. The technician also observed the surgical light to be drifting. The technician adjusted the breaks to correct the drifting, replaced the plastic yoke cover and confirmed the surgical light to be operational. The surgical light was returned to service and no additional issues have been reported.

Manufacturer narrative:
A procedure delay occurred due to the reported event. Following the reported event, user facility personnel inspected the surgical light. During inspection, it was observed that the half plastic yoke cover was cracked around the screw access point. The vled surgical lighting system operator manual (pp. 1-4) states, "do not bump light heads into walls or other equipment." "Use care when moving the arm upward to help avoid hitting the ceiling or objects above the arm." Investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported that one of the plastic yoke covers on their harmony vled surgical lighting system fell into the sterile field during a patient procedure. The sterile field was re-established and the procedure was completed successfully.